Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go to emergency room to get tampon removed [foreign body in reproductive tract]. Cramping - abdomen [abdominal pain]. Fever [pyrexia]. Tampon applicators keep falling apart, string comes out of the tampon [device breakage]. Consumer contacted via phone and stated that the tampon applicators kept falling apart; when she pulled them out, half of them stayed in. On some of the tampons, the string came out. No serious injury was reported.